Manufacturer narrative:
Analysis of the first extension (s/n (B)(4)) and the second extension (s/n (B)(4)) found no significant anomalies, the stimulation extension bodies were cut through, product segmented. All conductors are cut at 56.3 cm from the proximal end. Also noted is that the outer insulation has some suspected scar tissue attached to it. The insulation is broken and there is suspected scar tissue around the break. Due to the indication, ¿impedance measurements were normal pre-operatively¿, it can be concluded that the break in the insulation would have occurred during explant. Since the conductors are not individually insulated, an impedance test with broken insulation while still implanted would result in low impedance measurements between circuits, not normal impedances." Method codes: conclusion code and result code no longer apply.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3708360aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3487a-33, lot# v000574, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a, lot# j0104085v, implanted:(B)(6) 2001, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had been unable to use the stimulator with good coverage since october when her battery was changed. At one point, she had coverage only on the left side and the patient complained of improper coverage. However, she was unable to give a date for when she quit feeling stimulation completely. On the day of the report, the patient had the quadripole percutaneous leads and extensions explanted and replaced with a paddle lead with extensions. The issue was identified at the time of surgery when the insulation of the extension was compromised due to scarring per the physician. Impedance measurements were normal pre-operatively; however, the patient reported not feeling stimulation. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Returned product- no new information.